Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depletes faster than expected. In addition, it was that multiple intermittent "cartridge load errors" occurred during the load sequence. There was no reported impact to the customer's blood glucose levels.